Manufacturer narrative:
As reported, the device is expected to be returned for evaluation. However, as of this filing, the device has not yet been received. A supplemental and final report will be filed upon receipt of the device and completion of the product evaluation and complaint investigation.

Event description:
The user facility reported during a shoulder arthroscopy procedure the distal end of the aes-90sc arthroscopic energy 90 degree probe cracked, then it separated while in use. There were ceramic particles or fragments which fell into the patient's shoulder. All of the fragments were recovered and a 2-minute delay was reported. There was no known patient injury. This incident is being reported as a malfunction with potential for patient injury with recurrence.

Manufacturer narrative:
Correction: date received by manufacturer in initial report incorrect. The actual date is 01/05/2017. The returned used/damaged arthroscopic energy 90 degree probe was visually examined and inspected with magnification. A portion of the distal tip ceramic insulator and electrode assembly is detached from the return tube assembly. The ceramic insulator exhibits evidence of electrical contact with a metal object or arthroscope causing arcing. The ceramic appears to exhibit multiple arc events due to the numerous defects located on the proximal side of the electrode. The ceramic damage caused a flaw in the surface which propagated into a crack around the ceramic housing and is likely the result of the device being struck/hit on one side during insertion or withdrawal of the probe during use. This lot was manufactured in a lot of (B)(4) units. A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported issue. A review of complaint history revealed there has been no other complaint received for this device/lot combination for any issue. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There have been no patient long term adverse effects related to this failure mode. To reduce the risk of probe tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions. -it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. -examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.